Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The door jammed alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The lowe auxilairy assembly and upper auxiliary assembly were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 6 occurrences of "door jammed" alarms were identified in the event history lot. Any patient involvement, injury or medical intervention is unknown since this item was found during evaluation of the device.